Event description:
On (B) (6) 2010 2 am blood glucose severely low with no sensor alarm reporting. Severe hypoglycemic reaction requiring assistance. Pt unresponsive, husband tested glucose and was 20, sensor device showed blood glucose as 30's and below and had been low since 12:30 am with no alarms. Alarms for low set at 90, evidence per download was well below 90- since 12:30 and sensor was registering data. Both pt and husband have responded to alarms in the past without oversight. Husband was awakened by dog alerting him and insisting he check her, he was able to treat without ems...no alarms had occurred with her real time sensor minimed device. On (B) (6) 2010 10 pm she felt ill and checked her sensor reading which had not alarmed and it was registering above 500. Her smbg device showed she was above 500 -she forgot exact number-. Sensor was registering elevations above alarm high setting of 185 mg/dl since 6 pm without any alarms. Fyi: recent general pump concerns by pt as now has had 3 sets with no ability to prime from reservoir, seems jammed and last episode of high sugars pump did not give no delivery alarms but apparently did not deliver. She reported reservoir, quick sets and inability to move insulin through tubing and mini med requested she save and send the items back... Diagnosis or reason for use: #1 - type 1 diabetes, #2 - severe hypoglycemia. Event reappeared after reintroduction: yes.